Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer continued to use the pump for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg.